Event description:
On (B)(4) 2013, a sorin crm USA, inc. Sales representative called the sorin crm USA, inc technical services department for help during the follow-up of reply (B)(4). Reportedly, during the initial interrogation session, several stored episodes were present in device memory. After initiating a report print out in order to review printed copies of these stored episodes, the programmer froze and became unresponsive. The representative was forced to unplug and then restart the programmer in order to restore normal operation of the programmer. Opening either of the patient files associated with the initial interrogation resulted in an error message and any information presented during the initial interrogation seems to have been lost.

Manufacturer narrative:
(B)(4) 2013. The analysis from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
December 16, 2013: the analysis from the manufacturer is pending. February 6, 2014: according to preliminary analysis results, patient files were corrupted during the session of (B)(6) 2013. Memories were then correctly reprogrammed during this followup. The final analysis from the manufacturer is pending. Device remains implanted.

Event description:
On (B)(6) 2013, a sorin crm USA, inc. Sales representative called the sorin crm USA, inc technical services department for help during the follow-up of reply (B)(4). Reportedly, during the initial interrogation session, several stored episodes were present in device memory. After initiating a report print out in order to review printed copies of these stored episodes, the programmer froze and became unresponsive. The representative was forced to unplug and then restart the programmer in order to restore normal operation of the programmer. Opening either of the patient files associated with the initial interrogation resulted in an error message and any information presented during the initial interrogation seems to have been lost.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2014: according to preliminary analysis results, patient files were corrupted during the session of (B)(6) 2013. Memories were then correctly reprogrammed during this followup. The final analysis from the manufacturer is pending. (B)(4) 2014: method code: at the time of the analysis, the device remained implanted therefore a review of the expert files was performed. Result code: please see the attached analysis, (B)(4). This device was explanted on (B)(6) 2014. The device was returned to the manufacturer on (B)(6) 2014 and the complaint was reopened. Therefore, another analysis from the manufacturer is pending. (B)(6) 2014 please see the attached analysis, (B)(4).

Event description:
On (B)(6) 2013, a sorin crm USA, inc. Sales representative called the sorin crm USA, inc technical services department for help during the follow-up of reply dr (B)(4). Reportedly, during the initial interrogation session, several stored episodes were present in device memory. After initiating a report print out in order to review printed copies of these stored episodes, the programmer froze and became unresponsive. The representative was forced to unplug and then restart the programmer in order to restore normal operation of the programmer. Opening either of the patient files associated with the initial interrogation resulted in an error message and any information presented during the initial interrogation seems to have been lost. On (B)(6) 2014 this device was removed due to eri.

Manufacturer narrative:
(B)(4) 2013. The analysis from the manufacturer is pending. (B)(4) 2014. According to preliminary analysis results, patient files were corrupted during the session of (B)(6) 2013. Memories were then correctly reprogrammed during this followup. The final analysis from the manufacturer is pending. (B)(4) 2014. Method: at the time of the analysis, the device remained implanted therefore a review of the expert files was performed. This device was explanted on (B)(6) 2014. The device was returned to the manufacturer on march 6, 2014 and the complaint was reopened. Therefore, another analysis from the manufacturer is pending.

Event description:
On november 19, 2013, a sorin crm USA, inc. Sales representative called the sorin crm USA, inc technical services department for help during the follow-up of reply dr (B)(4). Reportedly, during the initial interrogation session, several stored episodes were present in device memory. After initiating a report print out in order to review printed copies of these stored episodes, the programmer froze and became unresponsive. The representative was forced to unplug and then restart the programmer in order to restore normal operation of the programmer. Opening either of the patient files associated with the initial interrogation resulted in an error message and any information presented during the initial interrogation seems to have been lost. On (B)(6) 2014 this device was removed due to eri.